Event description:
Pt received breast implants on an unk date, of an unk MFR and as replacements. Report alleges pt's implants broke; therefore, she had removal and replacements with saline devices of an unk MFR.